Manufacturer narrative:
H3: the device and an open pouch were returned in a double resealable bag. The pouch was open on three of four sides upon return. Traces of contamination were observed on the outer tube, tracker hub, and proximal end of the inner shaft. Additionally, the distal end of the middle tube spiral wrap was observed to be detached/broken. Traces of contamination were also found on the broken portion of the spiral wrap and inside the inner shaft tip. Functional testing could not be performed due to the damaged condition of the device upon return. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during surgery, the blade was "not opening and closing" which it was known that the blade was not oscillating. It was found by the nurse that the tip of the blade was damaged, by which the internal tube was pushed inwards into the external tube. A new 1884006em was opened and used to prevent further delay. There was no patient impact in this event.